Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code, zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep, is report source user facility). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h5 (labeled for single use?). Upon review, it was identified that it was inadvertently omitted from the initial report. Recaptured codes on h6 (health effect - clinical code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 67-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient's comorbidities were unknown. During support, the patient became hypotensive, complained of back pain, and hemoglobin dropped from 8 to 7. A retroperitoneal (rp) bleed was suspected and confirmed with CT. Three units of red blood cells were given. Other underlying conditions included peripheral vascular disease (pvd) and previously unstable hemoglobin. Impella removal was attempted in the catheterization lab, but the clot formed from the rp bleed was dislodged when the cp was removed, shutting down the right superficial femoral artery (rsfa). The patient was taken to the operating room to restore flow to the right femoral artery (rfa). Other contributing factors included stopping heparin due to the rp bleed and possible stenosis from the manta closure device. After cp removal, a clot formed in the right iliac artery was dislodged and cut off flow to the right leg, requiring vascular surgery intervention. The patient survived to explant. Retroperitoneal hemorrhage may be due to access-site complications and anticoagulation requirements associated with impella support, as well as underlying vascular disease. Thrombosis may occur in the setting of vascular injury, clot formation, and manipulation during device removal, with additional risk from underlying peripheral vascular disease and cessation of anticoagulation. Ischemia may occur due to arterial occlusion from dislodged clot, access-site complications, and critical illness.

Manufacturer narrative:
B5: added updated clinical review. H6: added code e0509.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 67 year old female was treated for acute myocardial infarction and cardiogenic shock. An impella cp was inserted and the patient transferred to the intensive care unit, where a retroperitoneal bleeding was diagnosed. The patient received blood transfusions. After two days of support, the impella cp could be weaned. During removal of the pump, a thrombus associated to the retroperitoneal bleeding dislodged and occluded the right femoral artery. A surgical intervention was required to restore perfusion to the limb. Both major bleeding and ischemia will be coded to the impella cp.